Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Insulation damage was confirmed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the original suture being tied directly to the lead causing insulation damage. This lead was successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the original suture being tied directly to the lead causing insulation damage. This lead was successfully replace. No additional adverse patient effects were reported.